Event description:
It was reported that during a chronic catheter placement procedure, device allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023) .

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one tunneler with a loaded protective sheath were returned for evaluation. Gross visual, functional testing and microscopic visual evaluations were performed. The investigation is confirmed for the reported tunneler sheath broken issue, as a sheath was noted to have a partial circumferential break, proximal to the distal end with surface to be granular and glossy. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, plastic piece on the tunneler allegedly snapped. The procedure was completed using another device. There was no reported patient injury.